Event description:
It was reported that after centrifugation the gel was found to not separate correctly for bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation the gel was found to not separate correctly for bd vacutainer sstii advance plus blood collection tubes. This occurred on 2 separate occasions but the date/time and or patient information is unknown.